Manufacturer narrative:
Attempts to schedule a follow-up with the patient for a save to disk are being made. At this time, a follow-up appointment has not occurred. Records indicate this device remains in service. This investigation will be updated should further information be provided. The product has been returned and analysis is currently ongoing. This report will be updated upon completion of analysis.

Event description:
It was reported that this pacemaker exhibited a remaining longevity of 3.5 years. Approximately eight months earlier the remaining longevity was 7.5 years. Boston scientific technical services (ts) recommended sending a save to disk for analysis. No adverse patient effects were reported. Additional information was received indicating this device was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Attempts to schedule a follow-up with the patient for a save to disk are being made. At this time, a follow-up appointment has not occurred. Records indicate this device remains in service. This investigation will be updated should further information be provided. The product has been returned and analysis is currently ongoing. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of two compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case, and the source of the hydrogen was a liner component within the device.

Event description:
It was reported that this pacemaker exhibited a remaining longevity of 3.5 years. Approximately eight months earlier the remaining longevity was 7.5 years. Boston scientific technical services (ts) recommended sending a save to disk for analysis. No adverse patient effects were reported. Additional information was received indicating this device was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Attempts to schedule a follow-up with the patient for a save to disk are being made. At this time, a follow-up appointment has not occurred. Records indicate this device remains in service. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker exhibited a remaining longevity of 3.5 years. Approximately eight months earlier the remaining longevity was 7.5 years. Boston scientific technical services (ts) recommended sending a save to disk for analysis. No adverse patient effects were reported.